Event description:
The customer reported that the pump battery was not charging. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.

Event description:
It was reported that the pump battery could not be charged, leading to the pump shutting off. The customer experienced an elevated blood glucose (bg) level displayed as "high"; however, specific value was not provided. A correction bolus was delivered to address bg. Reportedly; the customer was using a non-tandem charging cable in an attempt to charge the pump. The pump charged successfully after the customer used a 2nd charging cable. The customer continued to use the pump for insulin therapy.